Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed the reported driveline fault alarms; however, a direct cause for these findings could not be conclusively determined through this evaluation. Additionally, the reported damage to the previous repair site was confirmed based on the submitted photos. The submitted log file captured multiple silenced driveline fault alarms. These alarms had no impact on pump function, and the log files appeared to show the system operating as intended at the fixed speed. The submitted photos showed the reported damage to the proximal end of the patient¿s previous repair site. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6), the driveline, serial number (B)(6), and repair kit, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The replaced heartmate ii left ventricular assist device percutaneous lead patient instructions provides care instructions and important precautions regarding replaced percutaneous leads. This document cautions the user: "do not kink or bend the percutaneous lead. Check your lead often to make sure it is free of kinks or sharp bends. A kink or sharp bend in the percutaneous lead may damage the wires inside. Allow for a gentle curve for your percutaneous lead. Do not severely bend your percutaneous lead multiple times or wrap it tightly." The patient instructions states to check your entire percutaneous lead (including the spliced area) for signs of damage (cuts, holes, tears). If you discover damage to your lead, report it immediately to your hospital contact person. This document also notes to pay specific attention to the ¿end¿ areas of the splice where the grey tube meets the white tube (both ends). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's log files were submitted for review for known and chronic driveline fault alarms. It was noted that the patient had a history of driveline faults alarms and driveline repair in the past, and that the last repair looked "pretty beat up". During the patient's admission they were connected to a grounded cable, and it triggered an alarm. The log files were reviewed and confirmed the damage was short to shield and not phase to phase. They planned to continue to sleep on the orange cable. Patient history of driveline fault alarm and driveline repair reported under manufacturer report number 2916596-2021-03889.